Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. As reported. When an ipsilateral leg of trunk ipsilateral leg endoprosthesis was implanted, the ipsilateral leg was implanted with pushing up, which caused slight coverage of the right internal iliac artery. A sheath was used to push up the ipsilateral leg, then the blood flow of the right internal iliac artery improved. Reportedly, the ipsilateral leg might have still covered the right internal iliac artery partially, because the ipsilateral leg didn¿t move much when the sheath pushed up it. Final angiography revealed a type iii endoleak and a retrograde dissection to an arch aorta from the proximal of a trunk ipsilateral leg endoprosthesis after all devices were implanted. A gore® molding & occlusion balloon catheter was used for the touch-up ballooning. It was reported that a part of the balloon device was placed outside of the trunk during the touch-up ballooning of the trunk. The type iii endoleak was resolved by standard endovascular technique within initial procedure. It was decided by the physician for the patient to be monitored. The physician suggested that the patient vessel was weak due to age and touch-up ballooning was supposedly done carefully but the balloon might have been placed outside of the stent graft.